Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5564 showed 30 other similar product complaint(s) from this lot number.

Event description:
It was reported "hospital recently encountered an issue with PICC. Add info rcvd 05/25/2022: on (B)(6) 2022 ivsd consulted and assessed PICC line: "ivsd consult d/t purple lumen of PICC leaking when flushed. Line assessed, purple port leaks just under neutral pressure valve when finished. Valve changed and tightened as much as possible and port still leaks. Does not leak when flushed directly from the hub. Most likely the hub of the lumen is misshapen and does not get a tight seal when a neutral pressure valve is attached. Line may have to be exchanged. Will have PICC nurse come assess in the morning and decide plan of action. Will not use the lumen overnight. Beside rn updated and asked not to use the lumen. On (B)(6) 2022 - PICC rn performed exchange of PICC line."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed throughout the sample and needleless injection caps were attached to the luer adapters. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, a leak was observed at the junction between the injection cap and the purple luer adapter. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the cap, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the purple luer orifice prevented firm attachment with the cap and resulted in leakage at the interface between the catheter and the cap. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h11.

Event description:
It was reported "hospital recently encountered an issue with PICC. Add info rcvd 05/25/2022: on 05/02/2022 ivsd consulted and assessed PICC line: "ivsd consult d/t purple lumen of PICC leaking when flushed. Line assessed, purple port leaks just under neutral pressure valve when finished. Valve changed and tightened as much as possible and port still leaks. Does not leak when flushed directly from the hub. Most likely the hub of the lumen is misshapen and does not get a tight seal when a neutral pressure valve is attached. Line may have to be exchanged. Will have PICC nurse come assess in the morning and decide plan of action. Will not use the lumen overnight. Beside rn updated and asked not to use the lumen. On 05/03/2022 - PICC rn performed exchange of PICC line."